Event description:
On (B)(6) 2011, the patient claimed that her elevate blood glucose of "hi", above 600 mg/dl, is not responding to animas pump treatment. The patient had a sore throat at the time of concern. When her blood glucose did not respond, the patient took 35 units of insulin via syringe. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. Blood was found at the infusion site. There was no sign of a kink or bending of the cannula at the infusion site. There was no change in the patient's activity, diet, or medication. There was no evidence of a pump malfunction associated with the alleged event. The patient's alleged hyperglycemia could be a result of a possible occlusion issue at the infusion site and the patient's health condition (sore throat). This complaint is being reported due to a possible occlusion issue and because the patient had "hi" blood glucose, which did not respond to animas pump treatment at the time of concern.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.